Event description:
Per the clniic, the device was explanted on (B)(6) 2023, due to loss of connection to the internal device. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on july 11, 2023.